Event description:
Procedure: appendectomy. According to the reporter: same surgery and patient like (B)(6). Customer informs that the patient was in an appendicitis surgery last week where our polysorb sutures gl122 and gl123 were used. On monday this week, the patient had to be again under surgery due to a peritonitis caused by the polysorb knots being undone. Customer reports that the suture swells and then it undoes. They have not kept trace on the lot number and have not kept any clinical sample. Patient status is at present good.

Manufacturer narrative:
(B)(4).